Event description:
Alleged the bed has no functions working from the siderails, and the service required is flashing an error code.

Manufacturer narrative:
The facility found the right coiled cable was rubbing on the head caster, which exposed bare wiring on the cable. The facility replaced the coiled cable to repair the bed.